Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse observed that the sensor cable s403 was loose and tightened. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was due to a loose s403 sensor cable.

Event description:
On (B)(6) 2015, a customer reported error 4045, wash syringe home overrun with their aia-360 analyzer. The customer performed an all set home and primed the bf washer without any errors. However, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting progesterone and estradiol patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.